Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of maude event report mw5069226 to date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain more additional information. If further details are received at the later date a supplemental medwatch will be sent. Type of hernia? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form.

Event description:
It was reported that the patient underwent an unknown hernia repair procedure on (B)(6) 2008 and the mesh was implanted. Two three months ago, the patient started having pain including urination issues. CT scan was performed in 2017. The patient experienced 2nd hernia and was told that another hernia surgery is required to repair recurrent hernia. Additional information has been requested.